Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported to fresenius that the ultrafiltration (uf) time on a 2008k2 machine was not counting down during a patient's hemodialysis (hd) treatment. Limited additional information was provided by the charge nurse during follow-up. The patient did not experience a serious injury, adverse event, or require medical intervention as a result of the reported issue. The patient completed treatment without meeting their uf goal (which was not provided). The machine has since been repaired and returned to service. No parts were returned to the manufacturer for physical evaluation.

Event description:
It was reported to fresenius that the ultrafiltration (uf) time on a 2008k2 machine was not counting down during a patient's hemodialysis (hd) treatment. Limited additional information was provided by the charge nurse during follow-up. The patient did not experience a serious injury, adverse event, or require medical intervention as a result of the reported issue. The patient completed treatment without meeting their uf goal (which was not provided). The machine has since been repaired and returned to service. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.